Event description:
It was reported that on on october 25, 2023, a blood product contained in a 60ml syringe (unknown brand or model number) was not recognized by the syringe module and it kept alarming "patient-side occlusion." The clinician stated the blood came up in a syringe that they usually don¿t use. To troubleshoot, the clinicians changed out the pcu, syringe module, IV tubing, and even detached the IV from the patient and flushed the IV line. The clinician also "transferred the blood into a bd 60ml syringe" that they "normally use" and infused the blood product without incident. The syringe was attached to bd extension set 11088483 and then attached to the baxter interlink system non-dehp t-connector extension set 2n3328. This was reported to bd representatives during site visit and reviewed with the clinicians the importance of ensuring that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.